Event description:
The customer reported broken/damaged. There was no patient interaction.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, rear case, barrel clamp, left iui, top disk holder, flange gripper, wiper seal, and latch spring. A review of the device history record showed the device had a manufacture date of 07/26/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue was due to mechanical failure of the carriage assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Fi-2017-0015 for gripper, 1604765 for rear case, ca-2018-0161 for iuis.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, rear case, barrel clamp, left iui, top disk holder, flange gripper, wiper seal, and latch spring. Root cause: based on the findings, technical support determined that the proximate cause of the reported issue was due to mechanical failure of the carriage assembly. Device history review: a review of the device history record showed the device had a manufacture date of 07/26/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged. There was no patient interaction.